Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (pulse delivered under the lower limit) has been confirmed. Upon investigation the monitor reset during a pulse test and delivered a low energy pulse (33j). The cause for the failure was isolated to defective t2 and t3 transformers on the defibrillator pca. The root cause for the defective transformers could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor delivered a low energy pulse